Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-released specifications.

Event description:
On (B)(6) 2013, the pt presented with a ruptured aneurysm measuring 9.5cm. A gore excluder aaa endoprosthesis was implanted. It was reported a pre-planning computed tomography image showed the pt;s common iliac arteries measured at approximately 22 - 25 mm in length. After the trunk-ipsilateral leg component was implanted, the intra-operative CT showed the pt's iliac artery measured at 15mm in length. It was reported the decision was made to convert to open repair based on the pt's age, the length of both common iliac arteries and to avoid covering the hypogastric artery. The trunk was explanted, and the ruptured aneurysm was repaired with a surgical graft. The pt tolerated the procedure. Additional information has been requested.